Event description:
It was reported that ser plastipak 5ml ls 40x8 al had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: before use ii was observes this foreign body in the syringe.

Manufacturer narrative:
Investigation summary: DHR, quality notification, and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. Photos of reported incident were received to analyze where it was possible to observe fm at syringe flange inside the sealed package. Without the sample it was not possible determine the exact cause of fm. However, after the image evaluation one of potential fm origin is a dirt from barrel molding process. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ser plastipak 5ml ls 40x8 al had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: before use ii was observes this foreign body in the syringe.